Event description:
It was reported that loss of capture and loss of sensing was observed on the device. The loss of capture was confirmed with an external electrocardiogram. An x-ray was performed, and no anomalies were observed that would contribute to the event. The device was reprogrammed to resolve the event, and the patient was in stable condition.